Event description:
Physician using dermatome to obtain skin graph. After prepping skin with mineral oil. Tech was using tongue blade to keep skin taut. Physician placed dermatome on left thigh and used some pressure to move it along the thigh. Dermatome did not move. Skin jammed between blade and dermatome. When removed from skin pt had 4 in wide by 1-11/2 deep laceration.